Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water tightness was lost. A root cause could not be identified. Based on the results of the investigation regarding the new reportable finding found in the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head displayed a communication error code e226. There were no reports of patient harm.